Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory also had an observation relating to svt detection and indicated anti-tachycardia pacing therapy was delivered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the patient's clinic visit the ICD was reprogrammed and a new wavelet template was collected, which worked well with a greater than 85% matching during the test.

Event description:
It was reported that the ICD (implantable cardioverter defibrillator) inappropriately delivered anti-tachycardia pacing (atp) therapy for a svt (supra ventricular tachycardia) as it was detected as ventricular tachycardia. It was noted that the reason the device's algorithm did not withhold detection was due to the sudden decrease of r-r intervals which somehow became outside the expected zone. Additionally wavelet match scores were low; down to 52%. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.